Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt noted moisture under and on the stand where the homechoice setup is stationed. The exact location of the leak is unk. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.